Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. Patient was admitted with in-stent restenosis of an unknown bare metal stent. The target lesion was located in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a 3.0x10mm balloon inflated to 10 atms for 30 seconds. The physician then deployed the 3.0x16mm (B)(4) stent at 14 atms. Following deployment the physician noted an edge dissection of the (B)(4) stent. The dissection was treated with a 3.5x20mm (B)(4) stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. Patient was admitted with in-stent restenosis of a 3.0x33mm non-bsc stent. The 80% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a 3.0x10mm balloon inflated to 10 atms for 30 seconds. The physician then deployed the 3.0x16mm taxus liberte stent at 14 atms. Following deployment the physician noted an edge dissection of the taxus liberte stent. The dissection was treated with a 3.5x20mm taxus liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).